Event description:
Information was received from a patient regarding an external device. The reason for the call was patient reported they were just out of an MRI and were trying to get their therapy turned back on. Patient said they might have had their therapy shut off somehow. Agent reviewed with patient they needed to go into the therapy app to view their therapy settings, but patient said they were stuck on the recharger application. Agent asked patient if they were able to get out of the recharging application, and patient said no. Agent attempted to walk patient through connecting into the therapy application, but the patient was unable to locate the serial number of their communicator. Patient tapped on the power button and saw a yellow flashing light. Patient became escalated and stated the communicator was charged to 89%. Agent reviewed communicator vs handset battery. Patient became more escalated and disconnected call before sr information could be asked. Agent asked name of doctor, but patient did not answer. Upon further review, patients device was likely not put into MRI mode before having MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.